Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an angioplasty procedure by using the ultraverse rx pta balloon. It was reported that during the procedure, the balloon ruptured and allegedly shredded into pieces inside of the patient. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were provided and reviewed. The first photo shows the ultraverse rx balloon catheter. Catheter hub was not visible in the provided photo. The distal tip of the balloon was circumferentially ruptured and detached from the device. The small filament-like fragments were observed surrounding the balloon. No other anomalies were noted. The second photo shows the labeling details match with the information available in tw. Therefore, the investigation is confirmed for the reported detachment and balloon rupture. A definitive root cause for the reported balloon rupture and detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an angioplasty procedure by using the ultraverse rx pta balloon. It was reported that during the procedure, the balloon ruptured and allegedly shredded into pieces inside of the patient. Reportedly, a snare device was used to retrieve the fragments of balloon. There was no reported patient injury.